Event description:
The pump was returned to the biomedical engineering department with an note stated "when turn to vtbi settings, it will not change from rate settings". No specific patient information, pump programming, or event details were available. There were no reported adverse patient events while the device was in clinical use. During testing at the user facility, after the control knob was turned from the set rate position to the vtbi position, the displayed numeric value for the vtbi was the programmed value of the rate. After the vtbi was changed, the rate changed to the numeric value of the programmed vtbi. Though requested, no additional information was provided.